Event description:
A male patient in his early 30's underwent filter retrieval on (B)(6) 2013. The physician decided to go off label and put a bend in the distal end of the cloversnare 4-loop vascular retriever catheter to retrieve a gunther tulip filter. When the device was used in the coaxial sheath, the snare came off of the system and was free floating in the patient's inferior vena cava. Another clover snare was used to successfully retrieved the snare. The gunther tulip filet was left in the patient due to the patient's inferior vena cava was oversized and ther was a significant tilt on the filter. Arrangements will be made for filter removal at a later date. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Retrieval of device portion is not labeled in the IFU. Device breakage is not labeled in the IFU. Event evaluation: still under investigation.